Event description:
A patient reported blood glucose results of 351 mg/dl, 187 mg/dl, 202mg/dl, 503mg/dl, 169mg/dl, 404mg/dl and 223mg/dl, with a lifescan meter performed within 20 minutes of each other. Meter and test strips were replaced.